Manufacturer narrative:
Corrected information: due to the information provided that ¿occlusion occurred at the end of 2009¿- the exact date of the device thrombosis is unknown; (B)(6) 2009 will be used as the event date. The patient¿s age was changed due to the event date.

Manufacturer narrative:
The lot/serial number is not available. The review of the manufacturing paperwork could not be completed. The explant analysis: the explanted endograft is 6.8cm in length and 12 mm in diameter. A slight fibrous tissue deposit can be seen on the external surface of the graft. The lumen is obstructed. The macroscopic analysis of the explanted endograft reveals no structural defect which could have caused the thrombosis of the contralateral leg. In order to obtain further information, an in-depth analysis has to be carried out after the cleaning of the endograft. Further information was requested.

Event description:
On (B)(6) 2008 the patient was implanted with gore® excluder® aaa endoprosthes to treat an abdominal aortic aneurysm. It was reported that the patient was diagnosed for a type IV ehler-danlos disease and had a hypertension. On (B)(6) 2016, during a new revascularization, the contralateral leg component from the left iliac artery was explanted due to the device thrombosis. The physician reported that the device was thrombosed for 7 years before the explant procedure. Further information was requested.

Manufacturer narrative:
Explant analysis is in process and further information will be provided.

Event description:
On (B)(6) 2008 the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. At this time, the device was patent. Reportedly, the device occlusion occurred at the end of 2009. Possible, the cause of the occlusion was the excessive length, inadequate diameter or kinking at the right common iliac ostium (rci). Reportedly, the patient¿s anatomy had an angulation at the ostium of the rci and an inadequate aortic neck. On (B)(6) 2016, during a new revascularization, the contralateral leg component from the left iliac artery was explanted due to the device thrombosis. The physician reported that the device was thrombosed for 7 years before the explant procedure. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The explant analysis shows the following: submitted in formalin was a gore® excluder® aaa endoprosthesis; one contralateral leg endoprosthesis fragment. Tissue present: yes white/tan fibrous tissue present at proximal end partially occluding the lumen; the tissues is also present within the distal graft, degree of patency cannot be determined from the images provided. There also appears to be minimal scattered plaques of friable red brown material on luminal and abluminal surfaces. Comments: the contralateral leg fragment was transected along the distal end. The material and wire is cut through part of the graft at the proximal end between wire rows 2-3 which corresponds with a partial cut through the constraint sleeve. From gross images all material disruptions (i.e., material and wire transections/ cuts), appear to be consistent with cutting by sharp surgical instruments (i.e., scalpel or scissors), likely used during the explant procedure. Reason: material disruptions are consistent with the explant process. Based on review of the report and conclusion, no additional analysis is requested. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), additional considerations for patient selection include but are not limited to the patient¿s anatomical suitability for endovascular repair. Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and/or calcium at the arterial implantation sites. Additionally, the IFU states: the gore® excluder® aaa endoprosthesis instructions for use state that correct pre-treatment planning includes determining the accurate size of the patient¿s anatomy and the proper size of the endoprosthesis. Also, the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: genetic connective tissue disease (e.g., marfans or ehlers-danlos syndromes). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel and surgical conversion.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Further information was requested.